Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. Once the catheter was being inserted into the sheath, the physician began to aspirate the sideport and excessive amounts of air were being aspirated. The catheter was removed and no air was observed when aspirating the sheath, but after reinserting the issue occurred again. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of "cause traced to device design" to the referenced event, as analysis found the external valve torn by the center slit on the outer face and the internal valve torn by the center slit on the inner face. These defects compromised the valves ability to seal pressure and fluid within the sheath and confirmed to be consistent with the reported allegation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. Once the catheter was being inserted into the sheath, the physician began to aspirate the sideport and excessive amounts of air were being aspirated. The catheter was removed and no air was observed when aspirating the sheath, but after reinserting the issue occurred again. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.